Event description:
A report was received that the patient underwent a pocket revision due to the skin thinning around the ipg site causing irritation. The patient is doing well following the revision.